Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis was completed without issue and laser found to have functioned as designed. The laser parameters were modified by dr. (B)(6) at an earlier date, which were outside the recommended settings. No further clinical up required.

Event description:
On (B)(6) 2024, (B)(6) doctor reported to cas that they experienced a radial tear on procedure ID # (B)(6).